Event description:
Ventilator kept switching to battery power when plugged in to wall power. All connections were checked and secure. No harm to patient. Ventilator was removed and tagged from patient care area. Vendor notified and shipping box for ventilator to be returned for evaluation.